Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed motor error during the basic occlusion test as a result of a protruded/loose drive support disk. Further testing could not be performed due to the motor error alarms.

Event description:
The customer reported that the insulin pump alarmed motor error during basal delivery. The blood glucose reading was 400mg/dl. Troubleshooting was performed, and the drive support cap appears normal. The customer stated that the device was not exposed to a high magnetic field. Assisted the customer to run a self test and the test failed. Advised the caller that the insulin pump would be replaced and revert to back up plan. No further information was provided.